Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with hardware low level failures. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting was initiated. The customer confirmed that the alarm did not occur during rewind, load reservoir, or fill tubing. A bolus was programmed into the air and the amount showed up on the daily history. However, a self test was performed and the device failed. The insulin pump will be returned for analysis and the customer will receive a replacement device.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The format history file analysis confirmed the pump error 63 was due to poor solder joints at the ambient light sensor on the keypad assembly. The electronic assembly and motor had moisture damage. The pump had minor scratches on the display window, a scratched case, a cracked case at the battery tube side and a fading serial number label.